Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with gram positive staphylococcus aureus bacteremia. The patient's device system was explanted, however the absorbable envelope had already been absorbed and was no longer present. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.